Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact with Technical Support, and no additional information was received regarding troubleshooting steps, corrective actions, or final outcome of event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.